Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient sought medical attention after receiving low glucose readings and alerts on their abbot libre 2+ continuous glucose monitor (cgm) while actually experiencing elevated blood glucose levels. The patient stated that their libre 2+ cgm indicated low glucose values, prompting them to consume gatorade and pedialyte in an attempt to raise glucose. The patient subsequently developed nausea, vomiting, shortness of breath, and sensitivity to sunlight, which continued to worsen. Emergency medical services were contacted, and upon arrival performed a fingerstick glucose measurement, which returned a result of ¿high¿ (>600 mg/dl). The patient removed both the pod and the cgm sensor, administered insulin manually, and traveled to the hospital by rideshare. At the hospital, the patient was diagnosed with diabetic ketoacidosis and received intravenous saline, anti-nausea medication, and oral fluids. The medical visit lasted approximately 5 hours. The patient additionally reported experiencing a concurrent stomach illness, which they believed may have contributed to the event. The pod was discarded and is unavailable for investigation.